Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent a right to left axillo-axillary bypass surgery. Then, the patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt3110/8278429, tgt3410/8158318) to repair a thoracic aortic aneurysm. The left subclavian artery was reportedly intentionally covered by the devices. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2011, during post-operative follow-up, a type ii endoleak of unknown origin was identified. On (B)(6) 2011, an additional endovascular procedure was performed whereby the origin of the endoleak was coil embolized. The origin was not reported to gore. The endoleak was reportedly resolved, and the patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. Subsequent follow-up imaging showed no issue.